Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 460 mg/dl while wearing the pod for an unknown amount of time. When the pod was removed it was noted that the pod's cannula was bent. The patient mentioned that they were experiencing nausea. The patient was treated with nausea medications and insulin. The patient was released the same day. The pod was worn when seeking medical attention.